Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h10 as the customer's allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was further clarified during the investigation that the reportable malfunction, "unsupported scope" error, was not confirmed or reproduced. The only issues found were a poor image quality due to a faulty charge-coupled device (ccd) unit and a cut in the cable, which are not considered reportable malfunctions. As the reportable malfunction, "unsupported scope" error, was not duplicated the cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus has requested additional event information; no further information has been provided at this time. The device was returned for evaluation. During testing, the reported issue was confirmed: the image showed poor color due to a faulty charge coupled device. In addition, the connector cable had a cut which damaged the insulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd camera head was in use for a procedure and relayed an "unsupported scope" error. No adverse effects to patient reported.